Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays were received. As not lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: a trend was identified ((B)(4) complaints within one month related to the reference number (B)(4)) and a trend investigation was performed. In the dhf remediation there were several performance tests performed for all normed screws. All of them have been passed without any deviation. Furthermore, the DHR reviews were checked. No issues identified. The row materials were according to specification. No issues noted during manufacturing procedure. As a result of these facts there is no systematic issue. Review of event description: breakage of the screw 2,7mm angle-stable in the head of the locking plate. X-ray review: one x-ray was received. On the x-ray it can be seen that there were four screws used for the implantation of a v-tek plate and that the two distal screws are broken. Visual and/or functional examination of the devices was not performed as devices not returned for investigation. Possible route causes: possible causes for the reported event according to dfmea: line 3: screw was broken due to inadequate patient behaviour. Line 31: screw was broken due to off label use. Comparison to investigation results whether it is possible and justification: line 3: possible: as the devices were not returned and no further information was available like surgical reports this point cannot be excluded. Line 31: possible: as it is unknown how the screws were used and an off-label use cannot be excluded. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the pt was implanted a ti scr thded hd 2.7x20 mm 8 on the right side on an unk date. The pt underwent a revision surgery due to a breakage of the screw.